Event description:
It was reported that during a meniscus arthroscopic repair, the utra fast-fix thread seems to have either been torn or not attached from the beginning, because the thread and t2 came out of the joint together. The t2 was removed, and the t1 remained secured in the patient. The procedure was completed without a surgical delay using a fast-fix 360 as the back-up device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10 h3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed the device was returned with original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The t1 is deformed, fractured, and detached from the suture from being in contact with a sharp instrument such as a grasper. The t2 is also deformed from being in contact with a sharp instrument. The variable depth gauge has been trimmed. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that a material certificate of analysis is required with each lot. The root cause of the reported device could not be determined since a different device from the same batch was returned. A definitive root cause for the returned device could not be determined. Factors that could have contributed to the device dislodged or dislocated include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (failure to fully actuate the device behind the meniscus during implantation.). Based on this investigation, the need for corrective action is not indicated.